Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer's instructions for use instructs that if equipment malfunctions, contact the manufacturer. As per appendix a: quick reference guide for alarms: a controller exchange is advised when the lcd displays shows critical battery alarms and if new power sources do not correct alarm. It cautions that controller exchanges should be performed in a controlled clinical setting whenever possible. Always have a backup controller handy and, whenever possible, a caregiver nearby when changing power sources or controllers. Be watchful for unusual changes in power or flow alarms for a period of time following equipment changes. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Device remains implanted in patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery and controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the controller revealed that the controller met specifications; the controller passed visual inspection and functional testing. Analysis of the battery revealed that the battery failed to meet specifications; the battery passed visual inspection but failed functional testing due to faulty cell weld that likely contributed to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm and vad stop alarms on the date of the event. A probable root cause of the critical battery alarm was a faulty cell weld. The cause of the vad stop alarms was a disconnection of the driveline from the controller. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The day of implantation this patient experienced a critical battery alarm and pump stop while the battery was connected. The patient's battery and controller were replaced and are being returned to the manufacturer for evaluation. There was no reported patient injury.